Event description:
A surgeon reported a pt experienced an unexpected postoperative outcome following an intraocular lens (iol) surgery. Medical records were received and reviewed. At a postoperative visit, the pt reported the pain and pressure related to her right eye shingles outbreak was improved. In a follow up, the surgeon reported the event continues. In the opinion of the surgeon, it is unk if the lens caused or contributed to the event. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File info provided indicated the use of an approved cartridge/handpiece/viscoelastic combination. The product investigation could not identify a root cause. Attempts have been made to obtain additional info. A completed questionnaire was received on (B)(6) 2013. There have been no other complaints reported in the lot number. (B)(4).